Event description:
While the unit was in use on a pt and the autofill button was depressed the display went blank. The unit continued to operate and the screen recovered in a few seconds. The pt was switched to another unit and therapy was continued. No pt injury was reported.